Event description:
It was reported that the programmer display screen was unable to stay up without support and the power cord storage bay was missing. It was noted that the analyser would freeze and crash on occasion. The programmer and analyzer returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer display screen was unable to stay up and that the power cord bay door was missing, however it was not confirmed that the programmer was freezing with the analyzer. The overlay bezel had a chips along the side and some damaged pieces on the inside. Both keyboard rail guards and hinges were broken. The keyboard latch was broken but functional. The lower bullet covers were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.